Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The procedure was the first case of the day and the case had completed without incident with the patient leaving the lab in stable condition. All product used for the procedure had been discarded while preparing the lab for the next procedure. Several hours later the patient presented with shortness of breath during ambulation. A bedside echocardiogram showed a pericardial effusion. The patient underwent pericardiocentesis. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.